Event description:
It was reported that the customer was trying to program a bolus and the numbers were scrolling on her insulin pump. Customer's blood glucose was 120 mg/dl. The insulin pump had been in the customer's bra during a dance recital. Customer also received a failed battery test alarm and could not complete troubleshooting for this issue. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.